Manufacturer narrative:
(B)(4). Date sent: 06/07/2016.

Event description:
It was reported that during a lap gastrectomy, the blade of the ace36j was broken off while it was being wiped. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.